Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's flow sensor assembly was replaced to address the issue. There was evidence of physical damage.

Manufacturer narrative:
The previous report contained incorrect coding for "type of investigation". This report contains the correct type of investigation coding of 10; testing of actual/suspected device.